Event description:
It was reported that a patient had a gradual return of symptoms over the last couple of months. She wasn¿t feeling stimulation and normally didn¿t feel stimulation. The patient was not able to adjust stimulation and her patient programmer display showed a ¿call your doctor¿ icon and power on reset (por) condition. She hadn¿t used the programmer in a long time. The patient was having surgery for a bladder sling the day of the report unrelated to the device or therapy, and she needed to make sure the implantable neurostimulator (ins) was off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va0ahln, implanted: (B)(6) 2013, product type: lead. (B)(4).